Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately high results compared to another meter. The reporter alleged 5 minutes prior to the start of the alleged issue, she felt "shaky." The reporter stated she obtained readings of "273mg/dl" compared to "73mg/dl" on an ot ultramini meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. The reporter stated the alleged issue occurred prior to the start of the alleged issue, therefore, the meter could not have caused the alleged injury.